Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, line a of the device was programmed to deliver an unspecified concentration of pitocin, at a rate of 5mun/hr, and the delivery was started. No specific programming parameters were provided. At 0805, line b was programmed in the concurrent mode, to deliver an unspecified concentration of ampicillin and the delivery was started. No specific programming parameters were provided. Reportedly, within 2 minutes after the delivery was started, the fetal heart tones (fht) were "tachysystolic." The deliveries were stopped. It was reported that unspecified "intrauterine resuscitation" was instituted. The fht returned to baseline; however, due to the extended length of the labor (more than 18 hours post ruptured of membranes), the baby was delivered by cesarean section. The customer contact indicated at 1 minute, the apgar score was 8 and at 5 and 10 minutes, the apgar score was 9. The mother and infant were "safely discharged" from the hospital 48 hours post delivery. The device was removed from clinical service. The customer contact indicated the event was due to an operator error in programming the device. It was reported that the ampicillin was delivered concurrently with the pitocin, using the same device, instead of the ampicillin being delivered via a second pump. This resulted in the pt receiving the pitocin that was in the tubing set distal to the device, at a rate that was faster than intended. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2010, at 1815, line a was programmed, in the dose calculation mode, to deliver oxytocin 30u/500ml, with a dose of 1mun/min, and vtbi (volume to be infused) of 475ml, for a duration of 475 hours, and a calculated rate of 1ml/hr, and the delivery was started. On (B)(6) 2010, between 1815 and 0532, the rate was titrated up 9 times to a rate of 9ml/hr. At 0533, the device was titrated down to deliver at a rate of 4ml/hr and the delivery was started. At 0824, line a stopped, with a volume infused (vi) of 70.8ml. At 0825, line b was programmed in the concurrent mode to deliver at a rate of 220ml/hr, with a vtbi of 100ml, for a duration of 27 minutes, and the delivery was started. At 0826, line a was titrated to deliver at a rate of 5ml/hr and the delivery was restarted. At 0836, line a program was stopped with a vi (volume infused) of 71.5ml and line b program was stopped with a vi of 34.4ml. At 0837, the device was powered off. A review of the device history indicates that the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).